Event description:
During intubation of a patient, the endotracheal tube was reported to kink. Re-intubation with another endotracheal tube was successful. The patient expired 10 days later attributed to cerebral anoxia. The attending doctor communicated that the patient had a unique upper airway contributing to a difficult intubation.